Event description:
The biomedical engineer (bme) reported that the information on the all beds screen on the central nurse's station (cns) was blinking / flashing in and out. The patient information, numeric data, waveforms, alarm messages, channel numbers, and battery levels would disappear and reappear on the all beds screen intermittently. Communication loss also appeared on some of the tiles. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the information on the all beds screen on the central nurse's station (cns) was blinking / flashing in and out. The patient information, numeric data, waveforms, alarm messages, channel numbers, and battery levels would disappear and reappear on the all beds screen intermittently. Communication loss also appeared on some of the tiles. No patient harm was reported. Service requested / performed: troubleshooting: all further attempts made by nihon kohden technical services (nk ts) to reach the customer (01/28/2020, 03/04/2020, 07/20/2020) regarding issue resolution were met with no response. Investigation summary: per the operator's manual, intermittent disappearing of the numeric data from the screen is an expected normal behavior of the cns. When registering a patient as a monitored bed, you need to select whether or not the patient's data is saved in the central monitor. Some operations are not available on beds whose data is not saved on the cns. The reported issue does not require further investigation through CAPA process. Attempts to obtain further information were made, with no response from the customer. The overall risk score is medium. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: telemetry transmitters: model #: zm-541pa. Serial #s: (B)(6). Org multiple patient receivers: model #: org-9110a, serial #s: (B)(6).

Manufacturer narrative:
The biomedical engineer (bme) reported that the information on the all beds screen on the central nurse's station (cns) was blinking / flashing in and out. The patient information, numeric data, waveforms, alarm messages, channel numbers, and battery levels would disappear and reappear on the all beds screen intermittently. Communication loss also appeared on some of the tiles. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following telemetry transmitters were being monitored on the cns. The org multiple patient receivers are required to facilitate that. Telemetry transmitters: model #: zm-541pa / sn #: (B)(4), model #: zm-541pa / sn #: (B)(4), model #: zm-541pa / sn #: (B)(4), model #: zm-541pa / sn #: (B)(4), model #: zm-541pa / sn #: (B)(4), model #: zm-541pa / sn #: (B)(4), model #: zm-541pa / sn #: (B)(4), model #: zm-541pa / sn #: (B)(4), model #: zm-541pa / sn #: (B)(4), model #: zm-541pa / sn #: (B)(4), model #: zm-541pa / sn #: (B)(4), model #: zm-541pa / sn #: (B)(4), model #: zm-541pa / sn #: (B)(4), model #: zm-541pa / sn #: (B)(4). Org multiple patient receivers: model #: org-9110a / sn #: (B)(4), model #: org-9110a / sn #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the information on the all beds screen on the central nurse's station (cns) was blinking / flashing in and out. The patient information, numeric data, waveforms, alarm messages, channel numbers, and battery levels would disappear and reappear on the all beds screen intermittently. Communication loss also appeared on some of the tiles. No patient harm was reported.